Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D9: device availability ¿ additional. G3: date received by manufacturer - additional. H2: additional information - additional / device evaluation. H3: device evaluated by manufacturer ¿ additional. H6: type of investigation ¿ additional.

Event description:
It was reported that an alert/notification settings issue occurred. An external visual inspection was performed and lcd damage was found. Receiver charge and boot was performed and passed. Functional tests were performed and passed all relevant testing. Display pattern test was performed and failed. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance was performed and passed. An internal visual inspection was performed and moisture damage. Performance data was reviewed. An alert/ notification settings issue was not found. The allegation was undetermined. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.